Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that the device was explanted and replaced as it is subject to the zenex, assurity, endurity laser adhesion preparation field safety correction action which applies to a subset of devices distributed and implanted outside of the united states. No adverse patient consequences were reported.

Event description:
New information received notes that the patient's device was explanted and replaced on (B)(6) 2022. The healthcare facility for the event was (B)(6). The patient was stable throughout with no symptoms noted, and the device was explanted prophylactically, with no malfunctions noted.

Manufacturer narrative:
The device was returned due to advisory with no allegation of a malfunction. Visual inspection of the device and header attachment area did not find any anomalies. Interrogation of the device indicated battery voltage and current within normal range when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).